Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port began to smoke and appeared to be burnt when customer plugged pump into power source. The customer's blood glucose levels were not impacted. Customer indicated that insulin pens would be used for diabetes management.